Event description:
Admitted to another hospital on 10/23 for multiple ICD shocks. Suspected fracture. Transferred to this facility on 10/24. Chest xray confirmed lead fracture. Attempted lead extracture on 10/28. Could only extract lead partially. This resulted in left subclavian vein thrombosis treated with cumadin. Treated with amiodarine with plan to place new ICD in several months.